Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had partial display. It was reported that the customer's blood glucose level was normal and did not require medical treatment. No further information provided.

Manufacturer narrative:
The pump was received with a frozen screen due to a faulty component on the mother board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the missing segments due to a frozen screen. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.